Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6)2004 explanted: (B)(6)2018 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (5mcg/ml at 1.6mcg/day), hydromorphone (20mg/ml at 6.5mg/day), and baclofen (250mcg/ml at 81mcg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient started having pain symptoms about 2 months prior to (B)(6) 2018. The patient came in on (B)(6) 2018 for a catheter revision. The hcp could not aspirate from the catheter. The hcp then removed the connector and could not aspirate from the spinal segment. The hcp tied off the spinal segment and would perform a new incision for the new spinal segment. They would connect the new spinal segment to the previous pump segment. The hcp then tried to aspirate from the pump segment and was not able to. The hcp then pushed saline through the pump catheter and verified it was patent. They did not open up the pump pocket to revise the catheter and they had only been revising within the spinal segment. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.